Manufacturer narrative:
This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01796. The pt received her scs system, including an ipg and lead, on (B)(6) 2009. It was reported that the pt felt stimulation when the scs system was turned off. Troubleshooting efforts were unsuccessful in resolving the issue. The pt stated that she felt stimulation in the ipg pocket area and down one leg with the ipg and amplitude turned off. The physician explanted the pt's system on (B)(6) 2011. No further pt complications were reported.